Event description:
Attempt to insert IV and missed, IV needle would not retract. Button that retracts needle appeared to be stuck. After IV catheter and needle taken out together, needle retracted after catheter taken off. Lot 4338239.